Manufacturer narrative:
Updated d9: date of device returned to manufacturer. Updated h6: codes. Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file - no malfunction or serious injury. Investigation results: visual investigation: the handle of the nd005r is broken into two pieces. The components were examined visually and microscopically. The handle of the nd005r is broken into two pieces at the area of the threaded rod. The external condition of the complained instrument shows normal signs of use, which indicates that the instrument has been used for a number of applications. The breakage surface of both fragments shows no hints for a material failure. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 1(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary. After the modification this handle is made from peek.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a drill f/extraction of the femoral head (part # nd005r) was used during an unknown procedure performed on (B)(6) 2021. According to the complainant, the handle broke. One of the t-shaped wooden handles fell off due to twisting, and the other one collapsed in an instant. Fragment remained in situ. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).